Event description:
It was reported the implantable pulse generator (ipg) system was removed due to infection. The infection is reported to be secondary to other issues however the source is not known. Additional information obtained from the clinic noted the patient had recurrent bacteremia, endocarditis and vegetation on the right atrial lead. The organism was identified as (B)(6). The source of the infection was requested but was not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)